Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow-up with the device that was post-sensed t-wave oversensing. Reprogramming was recommended. No further information is available.